Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that during a routine follow-up, the device was found to be in back-up mode. The device was successfully downloaded and normal function ensued. A subsequent follow-up found that the device had reverted to back-up mode and therefore was replaced.